Event description:
Caller reported their pump screen was dark and would not turn on. Customer's blood glucose level remained between 54-500mg/dl during the issue, indicating there was no adverse impact to their blood glucose level. Technical support instructed the caller on troubleshooting steps, and when unsuccessful, arranged for a pump replacement. Customer used multiple daily insulin injections as a backup therapy, and technical support confirmed the shipping address for the replacement pump. Caller was guided on putting the pump into storage mode before returning it with a pre-paid label within 10 days, which they understood and acknowledged.